Event description:
The customer reported the 840 ventilator was inoperative. Pt involvement is unk. Covidien inspected the device and replaced the graphical user interface (gui) cable. The ventilator passed all testing.

Manufacturer narrative:
Covidien reference (B)(4).